Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification. No battery out limit alarms noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit was received with cracked case at display window corners, cracked reservoir tube, broken battery tube threads, and minor scratches on lcd window.

Event description:
The customer's niece reported via phone call that the insulin pump alarmed battery out limit. The customer's blood glucose level was 530 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.